Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the meds were not populating on the pyxis. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist stated that multiple attempts had been made to get an update on this case. As there was no response from the customer, the case was closed.